Event description:
Complainant alleged that the device did not allow the user to increase or decrease the energy level. The device delivered three successful shocks to a patient. However, on the fourth attempt to defibrillator the patient the device reset it's energy level to 120 joules and did not allow the user to increase the energy setting. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.